Event description:
Philips received a complaint from customer reporting low tidal volume on a v60 ventilator during a self test. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) reported the customer biomed repaired the gds (gas delivery system). The device was operational after repairs were completed. The customer did not provide other requested information. The investigation concludes that no further action is required at this time.